Event description:
The patient reportedly experienced loss of sound followed by loss of lock. External equipment was exchanged and programming adjustments were attempted; however, this did not resolve the issue. Revision surgery has been scheduled.